Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer stopped using the continuous glucose monitor (cgm) feature of the pump. The customer declined to provide further information to tandem technical support.